Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing 25 occurrences of over filling during use. The following has been provided by the initial reporter: it was reported customer has witnessed several tubes over filling. Phone call received, - phone call received reporting over filling witnessed in 25 tubes. She admits she has no specific date of event for these 25 tubes but that it had to be after (B)(6) 2019 as that is the date they opened them. Customer denies any death, serious injury, erroneous results, course of treatment change, exposure to blood, needle stick, safety issue, medical intervention, any other actions made nor are any patient identifiers available. She did confirm samples are available to be sent out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing 25 occurrences of over filling during use. The following has been provided by the initial reporter: it was reported customer has witnessed several tubes over filling. Phone call received reporting over filling witnessed in 25 tubes. She admits she has no specific date of event for these 25 tubes but that it had to be after (B)(6) 2019 as that is the date they opened them. Customer denies any death, serious injury, erroneous results, course of treatment change, exposure to blood, needle stick, safety issue, medical intervention, any other actions made nor are any patient identifiers available. She did confirm samples are available to be sent out.